Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient is a retention patient, but was not cathing. They also felt as though the leaks had gone away, but thought they were retaining more urine. They were also having stomach aches. It was noted that they spoke with their doctor about this and the retention. On (B)(6) 2017, it was reported that they felt like their retention was going away. However, they complained about not having a bowel movement except for a very small one on the day of the report. On (B)(6) 2017, it was reported that they were on the right lead, but felt stimulation on the left and right side of their buttock. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.